Manufacturer narrative:
The tenaculum forceps instrument was returned and evaluated. The instrument was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The reported complaint was confirmed through failure analysis testing.

Event description:
It was reported that the customer experienced an issue with the tenaculum forceps instrument. The customer reported event had no report of patient injury.